Manufacturer narrative:
An event of atrial fibrillation, angina, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that the patient presented with pleuritic chest pain and back pain. It was discovered that the patient had a circumferential pericardial effusion which progressed into a cardiac tamponade. A pericardiocentesis was performed. Then, the patient went into atrial fibrillation and required cardioversion. Then, the patient was stable. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to discharge, patient did not have a pericardial effusion. After the procedure, the patient was on dual antiplatelet therapy (dapt). On (B)(6) 2023, the patient presented with pleuritic chest pain and back pain. It was discovered that the patient had a circumferential pericardial effusion which progressed into a cardiac tamponade. A pericardiocentesis was performed. The cause of the pericardial effusion was reported to be due to the stabilizing wires on the amulet occluder. After the pericardial effusion was drained, the patient was put on anticoagulants because the patient went into atrial fibrillation and required cardioversion. The patient was admitted to the hospital for several nights. The patient status was reported as stable.